Event description:
It is reported that a customer received no delivery alarm on their insulin pump. The caller was the patient's mother. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the infusion set needed to be replaced. The customer said they will call back to speak with the help line. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.